Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Journal article: "severe aortic regurgitation due to a lunderquist extra-stiff wire guide during transcatheter aortic vilve implantation", cardiology journal, 2018, vol. 25, no. 5, 642-643, hachinohe, d. Et al. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to journal article: trivial aortic regurgitation (ar) was present at initial aortography. A lunderquist extra-stiff wire guide (les) was inserted into the left ventricle, where after blood pressure decreased gradually to 60 mm hg. The pressure drop was unresponsive to catecholamines. There was no evidence of ventricular perforation, exacerbation of mitral regurgitation or perforation of peripheral arteries, but aortography revealed severe ar and an immobile right coronary leaflet. When the les was removed, vitals and ar improved immediately. There after the portico valve was implanted using a safari wire. Patient outcome: no additional procedures were needed. However, catecholamines were administered. The patient experienced severe ar and the title states that the severe ar is due to the les wire. In the article, the authors suggest that the les wire might have blocked the right coronary leaflet.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: no product was returned and the rpn is unknown, but the lunderquist extra stiff wire guide (les) is an extra stiff wire guide, that can withhold the pressure from a calcified cusp, as in this 85-year old patient with severe aortic stenosis. Based on the limited information provided, the exact reason for the blood pressure to decrease, cannot be determined, but as per performed clinical assessment hypotension may be considered an expected and reversible complication due to the patient¿s anatomy, which may require a special device. Increased regurgitation due to blocking of the valve movement and closure, when the les is in the aortic orifice and following hypotension could thus be expected. It is noted that the regurgitation was reported to improve immediately after removal of the les guidewire. Acute mitral regurgitation and hypotension in relation to transcatheter aortic valve implantation (tavi) using les has been described in another case report. Afterwards the mitral regurgitation regressed suggesting no damage to the valve. However, in a prospective study for transcatheter aortic valve replacement (tavr) including 100 patients using lunderquist wire guides of unknown subtype, hypotension was not mentioned as a side-effect. This may indicate that it is considered neither a severe nor a frequent side-effect specifically related to lunderquist. The instructions for use caution that all wire guide movement in the vessel should be observed under flouroscopy, warn that the wire guide stiffness should be considered, and list vessel trauma, dissection, perforation, rupture or injury as potential adverse events. It is noted that the regurgitation was reported to improve immediately after removal of the les guidewire. No evidence to suggest that this device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.